Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed lesion was located in the mild tortuous and moderately calcified proximal left anterior descending artery. The nc quantum apex mr 15mm x 3.50mm balloon catheter was selected for post-dilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 12 atms after being inflated for about 5 seconds. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.